Event description:
When removing epidural cathether, plastic tip sheared in the patient's back and the filament inside the plastic catheter tip unwound and broke, with a small section (about 2 cm) being retained in the patient; this was discovered during a subsequent spinal anesthesia procedure. Plastic portion of the catheter was fully removed during catheter removal.